Manufacturer narrative:
H3, h6) the pendant was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "damaged pendant." Installed pendant into test system. System and pendant booted. Visual inspection showed a crack in the liquid crystal display (lcd) screen and the laminate on multiple buttons were cracked and peeling off the face of the pendant. Physically damaged pendant. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot: (B)(6) rev. 1, UDI#: MDR codes updated: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant display was damaged. There was no patient involvement. No additional information available.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system and determined that the pendant was damaged and the repair would require a purchase order and received it. Ordered part installed and performed system checkout. System was fully functional. B01,c07,d02,g02040 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.